Event description:
It was reported that the pts gastrostomy tube had broken while asleep and the mushroom end with stem slipped into the pt's gi tract. As of (B)(6) the button has not been observed in the stool and there is no obvious sign of obstruction.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.